Manufacturer narrative:
Patient weight not available. A medtronic representative went to the site to test the equipment. The issue could not be replicated and the possible cause of the issue was noted to be poor tracing pattern. The system was functioning within normal limits and the system software upgraded to (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that in a case the registration flipped to the back of the head. The surgeon decided to continue the case without navigation. There was a less than hour surgical delay and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The s8 exam archive contains no registration history. A successful tracer registration show a computed error metric of 1.8mm with 177 tracer points. From the case description, it sounds like the tracer points mapped to the back of the head. However, there is no information in the logs or archive as to why this happened. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.